Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model. We have no information to suggest the death was device related. It is not known if the device was explanted post-mortem.the cause of death has been researched but has not been received.

Event description:
A lawsuit alleged that the patient had a sprint fidelis lead implanted, and that unknown to the patient, the lead was "defective and unreasonably dangerous and or was negligently designed or manufactured and malfunctioned due to manufacturing and or design defects, and as a result of the same, [patient] suffered injuries, up until the time of his death." It is further alleged that as a result of the lead, the patient died. Review of manufacturer's database verified patient death and also that the patient did not have a sprint fidelis lead model implanted. There is no allegation from a health care professional that the death was device related. The cause of death has been researched and not received.